Event description:
I had two large mercury amalgam fillings replaced, out of a total of 15. Within days, I was very, very ill. I went from being physically very active, cognitively highly functional and socially outgoing to being very, very ill. I had all the symptoms of mercury vapor poisoning. Despite being hospitalized with the symptoms, I was told amalgams were not toxic, that the mercury source had to be industrial in nature. They are dangerous. It has taken me fifteen years to get well. I have suffered terribly personally, financially, intellectually and physically. All of them have been removed.